Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the defibrillator had a short interval count (sic) of 360 since (B)(6)2009. There was reportedly no evidence of noise or impedance issues. The device is still in use. No patient complications have been reported as a result of this event.